Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, procedure date, as no event date was reported. However, it was reported that the continuous pain was felt after the procedure. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in posterior and anterior wall procedure performed on (B)(6) 2014. According to the complainant, after the procedure, the patient experienced spontaneous, oppressive, and bowel pain in the left leg of the posterior wall mesh. A follow-up observation was performed and conservative treatment such as nonsteroidal anti-inflammatory drugs (nsaid) and lyrica have been prescribed to the patient. Reportedly, there was tendency for improvement at the time of consultation on (B)(6) 2014. The mesh was placed in the vaginal wall, and the mesh was not exposed. There was no difficulty in sexual intercourse.